Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of partial display from the insulin pump. The customer's blood glucose level over 200 mg/dl. The customer stated that there is a black spot on the background of the screen. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return back to normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.